Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on january 18, 2017 further reporting that the patient had a total of 13 screws and one unknown plate originally implanted. Two (2) of the screws had broken postoperatively. One (1) of the broken screw tips was not able to be removed and was retained in the patient¿s bone. The second broken screw, 11 intact screws and one (1) intact plate were removed successfully. This report is for one (1) unknown tibia plate. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Patient ID not available for reporting. Partial implant & explant date reported. This report is for unknown unk - plate tibia/unknown lot number. Additional information: (B)(6) subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility# (B)(4). Only additional and/or corrected information will be contained in this report. There are an unknown number of devices in this complaint. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.